Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: customer is complaining about erroneous results (higher than expected) for urea an creatinine. Not confirmed in plasma two cases of absurdly high levels of creatinine and urea. In the two examples in question, the use of an edta tube allowed normal results to be obtained, in accordance with their history. This is not a case of errors in identifying samples, as this issue was excluded by analysis of the procedures, review of samples from the collection point and reassessment of the remaining parameters requested and determined in the two tubes. The magnitude of variation in creatinine measurements was 8x and 19x. For cases with normal values ¿¿(0.9 and 1.0) results of 8 and 19 were obtained (and confirmed). Tube lot 3010285. Since they did not find any other explanation, we can only rule out an occasional anomaly in the collection tube. No change in the procedure of tube processing. During use "the cases we report reflect isolated situations for which we found no explanation. In all cases, the creatinine and urea values were found to be incorrect due to the use of a sample collected simultaneously in an edta tube. In all cases, the absurdly high urea and creatinine values triggered the investigation. In all cases the urea and creatinine determinations were confirmed by repetition in the same tube. Only in one case the cv obtained was higher than 10%. This situation was interpreted as probable contamination of the collection tube, with an unidentified contamination origin. In none of the cases visual inspection of the tube revealed evident morphological anomalies. The tubes are transported in closed mode and the equipment uses the tubes in primary mode. In the event of contamination (with urine for example), the contaminating volume would have to be very high to explain the results obtained. We have not found any possibility of this happening, namely by dirt in the decapsulation equipment or similar. Our aim is to ask bd whether they have reported similar situations, which may need further clarification and may help to understand the problem reported here."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (erroneous results-creatinine, urea) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of complaint lot samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-creatinine and urea. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: sstii¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The minimum clotting time for the bd sstii¿ tube (recommended 30 minute) is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. In addition, this reported condition may be mitigated by allowing tube clotting to be in an upright position. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters should be reviewed for this tube type. Attached is our sst¿ tech talk (noting sstii centrifugation difference) for educational purposes.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: customer is complaining about erroneous results (higher than expected) for urea an creatinine. Not confirmed in plasma two cases of absurdly high levels of creatinine and urea. In the two examples in question, the use of an edta tube allowed normal results to be obtained, in accordance with their history. This is not a case of errors in identifying samples, as this issue was excluded by analysis of the procedures, review of samples from the collection point and reassessment of the remaining parameters requested and determined in the two tubes. The magnitude of variation in creatinine measurements was 8x and 19x. For cases with normal values ¿¿(0.9 and 1.0) results of 8 and 19 were obtained (and confirmed). Tube lot 3010285. Since they did not find any other explanation, we can only rule out an occasional anomaly in the collection tube. No change in the procedure of tube processing. During use "the cases we report reflect isolated situations for which we found no explanation. In all cases, the creatinine and urea values were found to be incorrect due to the use of a sample collected simultaneously in an edta tube. In all cases, the absurdly high urea and creatinine values triggered the investigation. In all cases the urea and creatinine determinations were confirmed by repetition in the same tube. Only in one case the cv obtained was higher than 10%. This situation was interpreted as probable contamination of the collection tube, with an unidentified contamination origin. In none of the cases visual inspection of the tube revealed evident morphological anomalies. The tubes are transported in closed mode and the equipment uses the tubes in primary mode. In the event of contamination (with urine for example), the contaminating volume would have to be very high to explain the results obtained. We have not found any possibility of this happening, namely by dirt in the decapsulation equipment or similar. Our aim is to ask bd whether they have reported similar situations, which may need further clarification and may help to understand the problem reported here."

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.